Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 507652 ra lead, implanted (B)(6) 2005. (B)(4).

Event description:
It was reported that that patient received an inappropriate shock during atrial tachycardia. The physician plans to reprogram the device and it remains in use. No further patient complications have been reported as a result of this event.